Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 309mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.